Event description:
During the device evaluation, the utero-reno fiberscope was found to have a broken adhesive bond at the bending section sheath and stickiness/foreign material on the device control unit. There was no patient involvement, and no harm was reported as a result of the event.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the observed broken sheath adhesive bond could not be determined, however, the issue was likely the result of component failure due to repetitive use stress and or external factors. Additionally, a definitive root cause of the "stickiness"/foreign material in the device control unit could not be determined, however, the issue was likely due component failure resulting in fluid emersion/leakage and or insufficient device cleaning/reprocessing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.